Manufacturer narrative:
No product was returned for inspection. Pictures images was provided by the customer. However, the image shows only the label and not a view showing an empty internal vial. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: date of this report, expiration date, UDI: n/a, date received by manufacturer, follow-up number, follow up type, device manufacture date, evaluation codes, additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event date not provided/unknown. Device packaging not returned.

Event description:
It was reported that when opening the blister pack during surgery, the implant (tsvt4b10) was missing. The procedure was completed with another implant.